Event description:
During first return cycle of a plasma collection, donor complained of discomfort. The operator observed the donor valve was closed. Blood in line was dark which indicates possible red cell hemolysis. The donor reported blood in urine.